Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6: type of investigation: 4110 - work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4). Manufacturer narrative: glare/haloes is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced gleare/haloes. In a separate visit the lens was explanted and the problem was resolved. Cause of the event was reported as unknown.